Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. It is possible that inadvertent mishandling during sheath removal contributed to the reported stent dislodgement and subsequent material deformation; however, because the device was not returned for analysis this cannot be confirmed. Additionally, difficulty advancing the device over the guide wire was reported. It is possible that the guide wire was not coaxially aligned, resulting in the reported difficulty to advance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous left anterior descending coronary artery that is 75% stenosed. During advancement of the 2.50x28mm xience alpine drug-eluting stent (des) over an unspecified guidewire, resistance was noted. The xience alpine des was advanced up to the copilot when the stent struts were noted to be protruding. An unspecified stent was used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay. A photo was provided which shows the protruding stent struts and a stent dislodgement. No additional information was provided.